Event description:
Philips rec'd a report that the site was performing a collimator exchange and was removing the pinhole collimator from detector two (det2) with the low energy high resolution (lehr). After removing the pinhole collimator and during the collimator exchange, the collimator got stuck. After re-setting the gantry pc the collimator on det 2 came off and landed on the floor. There was no pt on the table at the time of the collimator exchange. The technologist was in the path of the collimator exchange when the collimator fell to the floor, however no injury was reported.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field safety engineer (fse) arrived at the site and discovered the vxgp collimator for detector 2 on the floor. No damage was found to the collimator. The fse re-aligned the camera. The log files were reviewed by engineering and determined the collimator exchange had failed while it was attempting to mount the new collimator from gate 2. It was further determined that the wrong collimator was placed on the sys after removing the pinhole collimator, the warning message was ignored and the technologist was in privilege mode (service mode) when attempting to correct the problem. (B)(4).